Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5568-53, implantable pacing lead, implant date: (B)(6) 2005. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported while the device was still implanted the patient felt a sensation of electrical activity flowing across the chest and there was a pulling sensation around the device. The patient also described this occurred after coming into contact with a big piece of electrical equipment and a shock was received. It was also reported there was t wave over-sensing. Re-programming options relative to the lead were discussed; however, the adjustments will not be made. No further patient complications have been reported as a result of this event.

Event description:
It was reported that the remote transmission showed the right ventricular lead and device were t wave oversensing causing non-sustained ventricular tachycardia episodes to occur when lead impedance measurements were performed. It was also reported that undersensing occurred during a true non-sustained ventricular episode approximately 3 weeks prior where the ventricular sensitivity was decreased to 0.45 millivolts. It was recommended the sensitivity be programmed to 0.3 millivolts. The lead remains in use and the device was explanted and replaced. No patient complications have been reported as a result of this event.